Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The endoscope was found to have a damaged/cracked sapphire distal window. Severe damage found on the cable jacket (zone a) and timed out. Missing material was not returned with the endoscope.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the endoscope was observed to have light yellow artifacts in the lower right corner of the image. A backup endoscope/camera was used to complete the procedure with no reported patient harm, adverse outcome, or injury.